Event description:
It was reported that during an unknown procedure, the device would not work. It would not pass the pre-test. There was no noise or sound. They got a new one to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary: the device was returned in good visual condition. Upon functional testing, it was noted that the hand activation contacts were damaged. Therefore, functional testing could not be performed, as it did not engage with the hand piece. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.